Event description:
The applied 5mm grasper was removed from the patient and handed to the scrub nurse who noticed the insert was missing. Doctor estimated he spent 45 minutes searching laparoscopically for the insert but could not find it. Patient was obese, adding to the difficulty, an x-ray of the patient's abdomen was taken in recovery, but the insert could not be observed. An x-ray of inserts was also taken for comparative reference.